Event description:
It was reported following a pump replacement (mfg. Report # 3004209178-2015-08401), the patient developed respiratory arrest. The medication dose was set at 570mcg/day, but the dose was then reduced to minimum rate mode. The patient was reportedly still groggy at 96mcg/day. The reporter thought the patient might have developed a hypersensitivity to baclofen. The reporter was to discuss next steps with the family. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The pump was programmed with gablofen 500mcg/ml on (B)(6) 2015 at a rate of 39.98mcg/day and again on (B)(6) 2015 at 55mcg/day. Per the healthcare provider (hcp), the pump had only ever delivered gablofen, not lioresal. The hcp wanted to have gradual increase in dosage from minimum rate to a higher dose, so the change in concentration was made on (B)(6) 2015. The issue was resolved and the patient was improving in reduction of tone in the legs.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via a healthcare provider (hcp) indicated the patient had been without baclofen for some time in the spine so when the drug was re-introduced those receptors that had been without the drug for so long were highly activated by the drug. The patient's dose was lowered and she had no further issues and continued to respond well to her treatment. The doctor did not have the patient's chart near him so he could not provide the exact dates and did not see the value in discussing the patient&#38112;respiratory arrest or drugs administered for anesthesia. No further information was provided.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot# n526307006, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).